Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer was at work, the pump touchscreen became cracked and unresponsive. Blood glucose was 235 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.